Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection could not be conclusively established through this evaluation. The account reported that the patient expired on (B)(6) 2021 due to septic shock. It was reported that the device operated as intended. The account communicated that the infection originated in the patient¿s mediastinum and spread through the body quickly, generating symptoms such as refractory shock and purulent excretion which evolved to insufficiency of multiple organs. Additionally, it was communicated that the pump would not be returned for evaluation. The relevant sections of the device history records of (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists infection (driveline, localized, and pump pocket or pseudo pocket), sepsis, multiple types of organ failure and dysfunction, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are included in several sections of the IFU, including in section 6 "patient care and management." Section 6 also provides suggested responses in the event of infection. The heartmate 3 lvas patient handbook provides care instructions regarding preventing infection in several sections, including section 4 ¿living with the heartmate 3." The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Reporter name: (B)(6).

Event description:
It was reported that the patient passed away due to septic shock. It was reported that the infection spread through the body quickly, several organs were effected leading up to the patient's death. The infection originated in the patient's mediastinum, generating symptoms such as refractory shock, purulent excretion which evolved to insufficiency of multiple organs. It was reported that the device operated as intended. No additional information was provided.